Manufacturer narrative:
Beckman coulter (bec) field service engineer (fse) was dispatched and evaluated the instrument. The fse replaced the following parts on the ise (ion selective electrode): buffer valves, sample valve, sample syringe, reagent syringe, sample probe. Replacement of these parts resolved the issue.

Event description:
A customer in the (B)(6) reported to beckman coulter the generation of seven erroneous sodium results and five erroneous potassium results on their au5800 clinical chemistry analyser. These results were not reported outside of the laboratory and there were no change to patient treatment as a result of this event. Quality controls (qc) run before the event were within specification.